Event description:
It was reported the device exhibited an unknown error. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D4: UDI unknown, g4: unknown, b3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. The device¿s event history logs were unable to be extracted. Functional testing was conducted. Upon review, the reported problem was unable to be confirmed or duplicated; however, it was confirmed the main board was defective. The service history review identified no indication that the complaint was related to a service of the device within the review period.